Event description:
It was reported that during set up by the customer at the user facility, the device overheated. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.